Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a false air in line alarm. Event occurred during routine maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. No applicable evidence to review in event history. The reported problem of false air in line was not verified by functional testing. No problem found. Perform standard preventative maintenance. No action taken to correct the reported problem. The device passed all functional tests after the repair.